Manufacturer narrative:
An event regarding a crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a total bilateral hip arthroplasty (same lot both sides) in 2013. The left side fractured in december 2016 and a revision surgery was required. Doctor reports that patient is obese and has a history of "stumbling". The contralateral stem remains asymptomatic until the last follow-up. Patient submitted broken piece for analysis in third-party laboratory .

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation; not returned.

Event description:
Patient had a total bilateral hip arthroplasty (same lot both sides) in 2013. The left side fractured in (B)(6) 2016 and a revision surgery was required. Doctor reports that patient is obese and has a history of "stumbling". The contralateral stem remains asymptomatic until the last follow-up. Patient submitted broken piece for analysis in third-party laboratory .